Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4)) for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(4)) did not retract the lifeband. No user advisory (ua) messages or fault codes were reported by the user. No patient involvement.

Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(6) did not retract the lifeband" was confirmed during the functional testing and based on the archive data review. The root cause for the reported complaint was due to the defective drive train motor, likely caused by normal wear and tear of the platform. The autopulse platform was manufactured in 2010 and is 10 years old, past the expected service life of 5 years. Upon visual inspection, no physical damage was observed. During initial functional testing, the autopulse platform displayed fault code 16 (timeout moving to take-up position). The clutch plate did not work, and the brake gap could not be measured due to the defective drive train motor. The archive data review showed occurrence of fault code 16 and user advisory (ua) 17 (max motor on time exceeded during active operation) error messages on the reported complaint date. Both of these errors are due to defective drive train motor, thus confirming the reported complaint. The drive train motor needs to be replaced to address the reported complaint. The customer declined the quote for service repair. Therefore, the defective drive train was not replaced, and final testing was not performed. The platform will be returned to the customer without the repair and it will have a label state "not for clinical use". Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn (B)(6).